Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that both of the patient¿s implantable neurostimulators were in overdischarge. The manufacturer representative was able to pull one implantable neurostimulator out of overdischarge using the antenna locate feature. It was reviewed that the power on reset would be cleared as soon as the implantable neurostimulator was 25% charged. The overdischarge had occurred about 1-2 months prior to the report, sometime in 2016. The patient¿s implantable neurostimulator recharger got chewed up by a cat or a dog. There were no patient symptoms reported. Additional information was received from the manufacturer representative on 2016-11-01 reporting that the cause of the overdischarges was that the patient had gone on vacation and forgotten their recharger. The patient had not experienced any symptoms related to the overdischarge. It was unknown which serial number of the patient¿s 2 implantable neurostimulator (ins)s was originally able to be brought out of the overdischarge. The second ins was also able to be brought out of overdischarge. It was reported that the patient was going to be calling patient services for a new implantable neurostimulator recharger (insr) as it had been chewed up, but the manufacturer representative did not know which serial number (of the 2 insrs that the patient had) was the insr that had been chewed up. Additional information was received from the manufacturing representative (rep) on 2016-12-02 indicated that one of the patient¿s ins ((B)(4)) was never trickle charged. It was noted that both of the patient¿s ins¿s had been in overdischarge. The rep stated that currently they cannot read the ins ((B)(4)) battery because it is discharged. They stated that since the overdischarge, the patient charges up the battery, but it only lasts a day. It was reviewed that the ins will need to be charged in order for the rep to take impedance measurements to look for shorts. It was reviewed that overdischarge damages a battery and it is expected for the battery to charge or deplete rapidly for a while post overdischarge. Additional information was received from the consumer via a manufacturer representative on 2016-12-04 regarding information received from the patient on 2016-12-02. The representative was reporting that the patient was depleting their cervical placement implantable neurostimulator (ins) in a 24 hour period. It went from full charge to empty and the patient had to charge their ins every day. The 8cp showed that the last charged was on (B)(6) 2016 for 1 hour and on (B)(6) 2016 for the same time. The patient had 2 active systems. Although this was different from other accounts, the patient was saying that their thoracic ins was in overdischarge and was recovered. The patient reported that this was not the cervical. The patient reported that it was working well and depleting normally until the day of the thoracic system¿s trickle charge. On that day, the patient coincidentally came in with their cervical system too long in charge for it to be on and that the manufacturer representative was helpful in charging it back up for them. Per the patient, they went home to find that the cervical system was not working at all for about 12-24 hours. When it did turn back on, the charging depletion issues began. The patient was not asserting any cause and effect. The manufacturer representative ran impedances on both systems and both were within normal limits with no shorts found. Additionally, the patient reported to charge everyday yet upon interrogation with the clinician programmer showed differently in that their last charging sessions were on (B)(6) 2016 which were before the meeting day on (B)(6) 2016. Both of the charge sessions showed to be for about an hour and up to 75% full. The patient was adam ant that this was not an accurate depiction of their charging history. It was reported that the patient had scheduled for an ins replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.